Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing stimulation at the chest. Upon interrogation, the pulse generator was in backup vvi mode. The device was restored after four attempts. The patient was stable.